Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.

Event description:
Health professional reported left side seroma-late and capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional information: b5, h6. Corrected information: a2.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.7.

Event description:
Health professional reported left side seroma-late and capsular contracture, baker grade iii. The device has been explanted.